Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review identified some minor damage to the threads of the anchor and staining within the clear sleeve, indicating use. Functional testing is not possible as the device was returned disassembled. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Lot number - it is unknown which of two different anchors the device issue was with: 680860 or 669310. Lot # 680860, expiration date: september 21, 2021, - manufacture date: september 21, 2016. Lot # 669310, expiration date: september 20, 2021, manufacture date: september 20, 2016. UDI # = lot 680860 - (B)(4); or lot 669310 - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a foot surgery utilizing a juggerknot anchor, the anchor pulled out of the bone when the surgeon pulled the suture to set the anchor. It was noted that there were several drill holes side by side in a small area, and that two juggerknots had already been implanted. The surgeon did not try to put another anchor in after this one failed to hold. Attempts have been made to obtain additional information however further information is not available at this time.